Event description:
It was reported that a few days after a recent device upgrade procedure, the patient presented to the emergency room (ER) complaining of some syncope and low heart rate. The ventricular lead exhibited a loss of capture, reduced impedance, low r waves, and high thresholds. The lead was found to have dislodged, and was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that a few days after a recent device upgrade procedure, the patient presented to the emergency room (ER) complaining of some syncope and low heart rate. The ventricular lead exhibited a loss of capture, reduced impedance, low r waves, and high thresholds. The lead was found to have dislodged, and was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.